Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported experiencing issues with their scs, noting that charging became intermittent and then stopped entirely. They also reported unsuccessful charging attempts yesterday and this morning. Agent had pt charge their ins, but a no device found message displayed. Pt mentioned that they attempted to charge the other and they were able to charge to 100% but now it wouldn't charge at all. Agent reviewed information about the no device found message. Agent attempted troubleshooting the device, but the patient had difficulty following instructions and proceeded ahead of the steps despite being reminded multiple times to wait for guidance. A no device found message continued to display despite multiple attempts to recharge and repositioning the paddle. Pt mentioned that they have had surgery on their neck and they were still wearing a neck brace. They noted that a couple weeks ago, the ins was still charging with no problems but then all of a sudden it just stopped charging properly. Agent asked, pt confirmed that they recently had fall before the surgery and they also lost about 14 lbs. Pt suspected these factors may be contributing to the issue and also believed that osteoarthritis at t4, t5, and t6 could be a contributing factor. The patient was redirected to their healthcare provider to further address the issue. Agent asked, pt confirmed that the issue started about last week on (B)(6). Pt mentioned that someone called them and told them that they have a cardiac pacemaker which they did not have. This resulted in prolonged delays and confusion at the MRI facility for approximately two and a half weeks. Agent had difficulty understanding the pt as they were talking too fast and providing a lot of information. Agent did their best to document relevant information.